Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2006, and a revision procedure on (B)(6) 2014, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, elevated metal ion levels, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to pain, acetabular surface wear, and adverse response to metallic debris. Revision op report notes presence of abnormal-appearing metallic fluid, encapsulated mass, pseudotumor, corrosion, and fibrinous debris. The cup, head, and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04296 / 04297).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2006, and a revision procedure on (B)(6) 2014, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, elevated metal ion levels, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.